Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the caller to plug the tandem wall adapter into a functioning outlet and leave it for at least 30 minutes to see if the pump would start charging, and a follow-up was planned.